Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) center.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use in a tight lesion and inflated at 12atm. However, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.